Manufacturer narrative:
Device was serviced at the customer site. Review of perfusion logs showed a sudden drop in battery percentage from 95% to 48% a few hours into perfusion. Review of the session logs indicates that one of the batteries recalibrated during this event. Following recalibration, the affected battery resumed charging and ultimately restored system charge to 96%. Two subsequent perfusions were performed with no abnormal battery charging or discharging behavior observed in the logs. A full battery discharge test was performed as a precaution and the device successfully passed with no unexpected shutdowns or abnormal behavior.

Event description:
It was reported that during perfusion, the device would not charge higher than 61% while plugged into mains power. When the device was unplugged, the battery would quickly drain. The liver was transplanted following perfusion.